Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to left lower extremity deep vein thrombosis (dvt) progressing as an outpatient on anticoagulation. Patient alleges filter tilt and vena cava perforation. Patient further alleges too dangerous to have ivc filter removed, uncertainty of long-term effects, limits my mobility, abdominal and lower back pain. Per computerized tomography (CT) scan of abdomen without contrast, (B)(6) 2019: "an ivc filter has been placed. There is 15 degrees of tilt of the filter to the patient's right. The tip of the filter does not appear to be imbedded in the wall of the ivc. The tip of the filter is at the level of the left renal vein. The struts of the filter at the level of the right renal vein. Several of the struts of the filter have perforated beyond the wall ivc. One of the struts enters the right renal vein". Impression: "ivc filter placement as described above. The filter is at the level of the renal veins and has 15 degrees of tilt to the patient's right. Several of the struts of the filter have also perforated through the wall of the ivc as well as the right renal vein".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Device code(s): 3191 ¿ appropriate term/code not available was selected for device perforation, 3191 ¿ appropriate term/code not available was selected for filter tilt investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Catalogue/lot is unknown, however, the device is manufactured and inspected according to current specifications. The following allegations have been investigated: perforation, tilt, danger of ivc filter removal, uncertainty of long-term effects, limited mobility, abdominal and lower back pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported danger of ivc filter removed, uncertainty of long-term effects, limited mobility, abdominal and lower back pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.